Event description:
A malfunction was reported as the pump was missing pieces near the charging port and delivered additional insulin without requests. There was no adverse impact to the customer's blood glucose level. The patient declined further troubleshooting, and no additional information was received regarding the outcome of the event.